Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. Multiple follow up attempts were performed by tandem technical support to complete troubleshooting, however, customer did not respond.

Manufacturer narrative:
Upon following up with customer, tandem technical support confirmed that the pump began charging after leaving it plugged into a power source with the original charging supplies.